Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems rec'd a report from a female consumer that a cup burst during use. No injury occurred. The MFR has implemented corrective actions to prevent recurrence of this event. The cup in question in this report is no longer being distributed.